Manufacturer narrative:
(B)(4). On a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2240 alarm was a loose connection. Per baxter labeling, users are instructed to make a complete connection between the patient line and the transfer set when performing therapy. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. "Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during therapy. The home patient (hp) said that he did not tighten the connection tightly and solution spilled on him. The patient was not connected either at the time of the alarm or observed air. The patient line became separated from the transfer set. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.